Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs. The caller acknowledged and understood the instructions provided.